Manufacturer narrative:
Correction to the initial MDR in field g3. Aware date should have been 03/20/2023.

Event description:
It was reported that the patient experienced inadequate stimulation and had to frequently charge the ipg. The patient underwent an ipg replacement procedure and the explanted ipg was discarded per hospital policy.

Event description:
It was reported that the patient experienced inadequate stimulation and had to frequently charge the ipg. The patient underwent an ipg replacement procedure and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.